Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during 13-jun-2024 to 20-jun-2024. The issue occurred with three similar types of infusion sets used for two days. No further information was available..

Manufacturer narrative:
Initial and final (B)(4)- device 2 of 3.